Event description:
The customer reported that device became locked on tissue during a total vaginal hysterectomy. The surgeon removed the device by dissecting the tissue adjacent to the jaws. There was no pt injury.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2012. To date the incident sample has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.